Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2013 with the following findings: evaluation revealed that the keypad is torn from bottom to the up key and symbols were found to be worn. The up, contrast and ok keypad buttons were intermittently unresponsive and the down key was unresponsive. The down and ok key contacts were found to be inverted. Evaluation revealed that contamination was found under all key contacts and the flex cable was damaged at the down button. Unrelated to the complaint, the display is faded and the faded display was replaced with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Device history record review was conducted on 05/24/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that one week ago the keypad up and down arrow buttons was hypersensitive. The reporter stated that the keypad buttons became unresponsive to user presses. It was reported that the keypad covering the up and down arrow buttons was torn and the tactile change that occurred was prior to the torn keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.